Manufacturer narrative:
Concomitant medical products: 500dm33 mechanical valve, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited undersensing and loss of capture. The patient had been checked and it was noted that the device was sensing/pacing appropriately. The physician did not requested any changes or reprogramming. The ra lead remains in use. No patient complications have been reported as a result of this event.